Event description:
Surgeon reported that "after several (10) adjustments with no restriction or weight loss, during a review it was documented that the band fill total was 14mls, surgeon thought unusual as he has not had a band with 14mls in the past with no restriction. The band was confirmed to have 14mls at this appointment... Thus suspected band was unlocked, abnormal appearance of the band confirmed with a barium meal. Surgery confirmed band was unlocked. Adhesions separated around the buckle band was closed and closure reinforced by a prolene suture through buckle and silicone unlocking tab.

Manufacturer narrative:
Taper ii. The access port connector associated with this report remains implanted at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The device remains implanted, therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in its subsequent displacement and necessitate re-operation".